Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 3.0 unit normal bolus on (B)(6) 2017. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate; at the end testing the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units, as expected. The tdd adds up correctly and reflects the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No alarms occurred during testing. The investigator was unable to duplicate the complaint of inaccurate delivery animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.